Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was exposed to water when he went swimming while wearing it. He did not know the blood glucose reading. He stated that the insulin pump was not dropped and had no damage. Nothing further was reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump had currents in specification. No unexpected failed battery test or battery out limit alarms were noted. No moisture damage was noted at the electronic assembly.